Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report an emergency room visit due to the battery cap being stuck and unable to use the insulin pump. The customer's blood glucose level 720 mg/dl. The customer took the device off on the way to the emergency room and was not wearing it at the time of visit. The customer was treated with an IV and insulin drip. The cause of the visit was diabetic ketoacidosis. No further details were provided on the emergency room visit. The customer's battery cap was replaced. The insulin pump was not replaced or returned for analysis.